Manufacturer narrative:
As received, a complete lead was returned in one piece. The s-curve hump height was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the left ventricular lead exhibited no capture and the lead had pulled back into the right atrial. The lead was explanted and replaced. The patient was in stable condition post-procedure.